Manufacturer narrative:
Concomitant medical products: product ID 3998, lot# v124130, implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: lead; product ID 37754, serial# (B)(4), product type: recharger; product ID 37744, serial# (B)(4), product type: programmer, patient; product ID 3550-39, lot# n300849, implanted: (B)(6) 2012, product type: accessory; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2012, product type: extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. (B)(4). Analysis of the lead (lot# or serial#, if appropriate) found no significant anomaly. There was a short between the #5 and #6 electrodes due to overstress damage. The insulation was stretched under the #0 and #1 electrodes. Conductors 0-4 were cut.

Event description:
It was reported that the patient¿s lead did not adequately capture their pain distribution. The lead was replaced with a different lead in a different placement. The lead replacement took place on (B)(6) 2014. There was no patient injury and they recovered without sequelae. It was further reported that the patient was receiving adequate coverage of their foot pain after the replacement. The patient also had stimulation induced headaches. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.